Manufacturer narrative:
Gtin: unknown. It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
Yesterday I received a call regarding an urgent care case. I was called as this center has not been formally trained because they are not planning to use cp. I quickly brought the resident (B)(6) up to speed on the adjustment process. They asked me to leave the adjustment tools behind as they were not sure when the patient was going for the MRI. We interrogated the shunt at a setting of 2 (which I was present for) post MRI according to him was a setting of 7 which then was changed to a setting of 2 with no x-ray verification. Patient was not affected. The physicians were grateful that we were able to respond to this emergency so quickly and are extremely happy with codman. No formal complaint was issued by hospital as they are used to this with their current valve. I am making sure everyone was aware that this possibly could have happened. (B)(6) 2015 per rep incident did not occur intraoperatively, caused no delay over 30 minutes. Shunt remains in patient and will not be returned.